Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received hardware low level failures and display anomaly. The customer¿s blood glucose level was unknown. Customer stated that they had a received hardware low level failures alarm during self-test and also had display anomalies such as partial display during basal delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08735 inches. Pump trace download analysis confirmed the insulin pump alarmed power error 25 and low battery alarm. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7volts for two hundred and forty consecutive minutes due to non-sleep anomaly software error. . No unexpected pump error 63 alarm during testing however, pump error 63 alarm (variable 3) is found in the formatted history file due to broken traces at u1 of the keypad assembly. The device was monitored for several days. No partial display or missing segments noted.